Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10: h10: the device was received for evaluation. The unit contained 56ml fluid in the bladder. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had failed to infuse either the full amount or any amount to the patient. This occurred during patient infusion. The device contained chemotherapy drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.